Manufacturer narrative:
H6: investigation findings usage problem (4248). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: investigation findings - usage problem (4248) manufacturer's investigation conclusion: the reported events of low voltage and no external power alarms, which lead to an attempted controller exchange were unable to be confirmed. The submitted system controller event log file contained 256 events spanning approximately 1 day (26feb2023 to 27feb2023 per the timestamp). The reported alarms and subsequent driveline disconnection could not be observed, as the event date of 11feb2023 had been overwritten by newer events. No notable alarms were observed, and the controller performed as intended throughout the available data. The hm3 system controller, serial (B)(6) was not returned for analysis, as this controller remains in patient use. Provided information indicated that the alarms first occurred while the patient was connected to depleted batteries, but persisted after the power source was switched to the mobile power unit. The patient has been reeducated, and the reported alarms have since resolved. Although not observed in the log file, per the provided information the root cause of the reported event was determined to be related to the user connecting to depleted batteries and incorrectly reacting to the no external power alarms. The device history records for the heartmate 3 system controller (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage, no external power, and driveline disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine clinic visit it was found that the patient had disconnected their driveline and attempted to connect to a new controller that was not connected to battery power prior. This attempt was after experiencing low voltage alarms/no external power. The patient did not realize that they accidently connected to batteries that were already depleted. The patient noted that they tried to connect to their mobile power unit but the alarms did not stop. The patient couldn't say if they had disconnected driveline at this point or not. The log files did not capture a driveline disconnect event. The site noted that according to controller interrogation the driveline disconnect occurred on (B)(6) 2023 at 16:39. A controller exchange was never performed and no products will be returned. The low voltage/no external power events resolved and the patient required reeducation. The patient will follow up with the vad team in 8-10 weeks. There were no other unusual events recorded in the log file event history and the device operated as intended. Related MFR # 2916596-2023-01333.